Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported during catheter ablation procedure, a versacross steerable sheath was selected for use. After the sheath approached to the left atrium, bleeding was confirmed from its valve. Although it was a very small amount (it was a slow drip oozing out of the valve), hence the replacement was requested. The replacement sheath was checked and no bleeding from the valve. The procedure was completed successfully. No patient complications occurred. The device is not expected to be returned for analysis.